Manufacturer narrative:
Additional analysis of the lead, lot #va0706h, found proximal end conductor crossover. The crossover was at the #1 connector, between the #1 and 3 conductors.

Event description:
It was reported that a lead was implanted normally and then the impedances were checked. The impedances values were low on contacts 1 and 3, 38 ohms. The cable was replaced and impedances were tested again with the same result. The lead was explanted and replaced with a new lead. Then the impedances were "fine". There were no patient symptoms and the patient was alive with no adverse event or injury.

Manufacturer narrative:
Final device analysis of the lead revealed the following: the distal end was bent between the #0 and #1 electrodes. There was a short between #1 and #3 on the proximal end and distal end. Low impedances were measured between circuits #1 and #3. The #1 conductor was crossing over the #3 conductor beneath the #1 connector. Connector #1 and #3 were breached.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.